Event description:
According to the available information, the catheter was stuck and unable to be removed. There was pain on removal.

Event description:
According to the available information, the catheter was stuck and unable to be removed. There was pain on removal.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found three similar complaints regarding the lot number 9612277 (B)(4). According to the elements known quality database was checked and revealed no anomaly in relation to the describe defect. Similar case study were done based on family product: folysil lt, defect: difficult or unable to remove, from october 2020 to october 2024, 21 cases were found. A clinical evaluation also performed and conclude: urethral or suprapubic catheterization with the above-mentioned folysil lt catheters are common urological procedures for the management of voiding dysfunction. This type of medical device must only be used by trained and experienced professionals. Compliance with our specific recommendations for use is an important aspect for minimizing risks of incident by: selecting the correct balloon size, the appropriate inflation liquid, avoiding over-inflation. Pretesting catheter¿s balloon to prevent insertion of a defective catheter. Respecting duration of use. Referring to our risk management procedure (B)(4): managing difficult removal of catheter, due to balloon deflation difficulty, balloon remanence or any other conditions making catheter removal difficult, is a common activity learned during nursing training, requiring prolonged procedure which is severity parameter level 2. In case of unsuccessful attempts, reintervention is needed to remove the retained catheter by: an emergency physician or urologist, for medical reintervention at the emergency department which is severity 3. In some cases, the incident of difficult catheter removal may cause mucosa injury which is severity 3. A urologist, for surgical reintervention at the operating room for e.g. Balloon puncture, which is also severity 3. Causality assessment: we consider the clinical consequences occurring following the incidents of difficulty / failure to remove the catheter are generally related to the use of the medical device (medical device and procedure), depending on the information provided by the complainants on the patients¿ clinical condition. Discomfort, pain, bleeding, urethrorrhagia, injury, distress patients and medical reinterventions in the emergency department and surgical re-interventions in the operating room are considered as related to the use of the medical device (medical device and procedure). Bladder spasms are likely to be related to the use of medical device (medical device and procedure), depending on the patient¿s clinical condition. Bladder sediment requiring flushing of the bladder is likely to be related to medical device, depending on the patient condition.